Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Phone number: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the broken rod introduction pliers for side-opening implants received for repair. No further information received. This report is for one (1) rod introduction pliers for side-opening implants. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part number: 388.50, lot number: a7ma05, manufacturing site: tuttlingen, release to warehouse date: week 05, 2003. A review of the device history records is not possible, the DHR is no longer available due to the age of the instrument. Visual inspection: the rod introductn pliers f/ side-open imps (p/n: 388.50, lot #: a7ma05) was returned and received at customer quality (cq). Upon visual inspection, it was observed that the tube was broken at the end. Additionally scratches from field usage were observed on the device. No other issues were identified. Device failure/defect identified? Yes. Dimensional inspection: complaint relevant dimensional analysis could not be performed due to the post-manufacturing damage on the device. Document/specification review current and manufactured revisions. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: the complaint condition was confirmed for the returned device. No definitive root cause could be determined based on the provided information. The unintended external forces might have contributed to the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.